Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the resolution clip would not close inside the patient. The physician completed the procedure with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Preliminary investigation results of the returned device revealed that the prongs on the clip assembly were bent backwards. Based on this information, this is now a reportable event.

Manufacturer narrative:
A visual examination of the returned device revealed that only the clip assembly was returned for evaluation. The device was found to be in two separate pieces, as the yoke was separated from the clip assembly. It was also noticed that the prongs on the clip assembly were bent backwards. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 11021503c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the clip prongs bent as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.